Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that initial total knee arthroplasty was performed; about six months after the initial operation, femoral bone looks pale in x-ray photo. One year after the operation, it looks paler in x-ray photo. X-rays showed progressive osteolysis along the femoral implant of the knee arthroplasty. The patient doesn't have any pain and there is currently no revision planned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.